Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 577 mg/dl; due to customer not correcting the time on their pump after daylight savings occurred. Customer was treated intravenously with fluids of saline and insulin. During troubleshooting with tandem technical support, the customer corrected the time and was educated on keeping time accurate on pump. Customer was released on (B)(6) 2021 with issue resolved.